Event description:
Per reporter, the thresholds increased from 0.5 to 3.0 and the impedance dropped. The patient received inappropriate shocks around the time of the threshold increase. There was no indication of insulation break or problems on fluoroscopy. This lead was replaced with a linox sd 65/16, and returned.